Event description:
It was reported that the patient experienced an inappropriate shock due to noise. The physician suspected that the set screw was loose based on x-ray. The loose connection was not confirmed. The defibrillation lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the device was returned and no anomalies were found. (B)(4) the full lead was returned and no anomalies were found. The defibrillation conductor was distorted. The outer insulation had cuts, where some breached and some were cosmetic. There was blood in/on the helix mechanism and on the sleevehead. There was a tip seal observation and apparent explant damage. The analyst noted that there is only set of setscrew marks on the is-1 pin and it is too proximal; the lead was not fully inserted into the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies were found.